Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump of the reservoir compartment. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device returned.